Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that during equipment testing for a planned cardiac function examination; the transducer displayed a usacquisitionhw_0 error message. The procedure was delayed about 30 minutes while another transducer was obtained to continue and complete the examination. It was not necessary to repeat the exam as no loss of data occurred. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the returned device, the failure mode was determined to be image quality caused by cable damage (short) with the z6ms transducer. The most probable cause was due to cable assembly manufacturing process variance and/or insufficient cable mechanical reliability. Improvements to the z6ms will be integrated and released into production through a CAPA.